Event description:
A customer observed a biased vitros tsh result for one pt sample. A biased tsh result may lead to inappropriate physician action. There was no report of pt harm as a result of this event.